Event description:
Treatment of a stroke. It was reported that a patient underwent mechanical thrombectomy involving a solitaire and a marksman and subsequently, the patient expired from the stroke. An autopsy was performed and there was embolized material found within the brain consistent with hydrophilic coating, a material which coats the catheter during catheterization.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).